Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / pain /persistent pain"), genital haemorrhage ("bleed so much that she feels like is bleeding to death"), autoimmune disorder ("autoimmune disorder: developed extremely painful boils in groin and underarm areas ."), loss of consciousness ("black outs"), seizure like phenomena ("at night when she is sleeping it is like she is having seizures"), furuncle ("boils on body / in groin /boils would last for months at a time from development through to oozing"), bacterial infection ("constant bacterial infections") and urinary tract infection ("uti") in a (B)(6) female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "allergic to contrast dye (previous medical history) / she has only one fallopian tube but hcp inserted it anyway.". The patient's past medical history included irritable bowel syndrome, clotting disorder, irritable bowel syndrome, migraine and pain of skin. Concurrent conditions included obesity, hearing loss since 2009, diarrhea since (B)(6) 2016 and surgery (surgery to remove lump from ear) since (B)(6) 2015. Concomitant products included hyoscyamine, spironolactone (aldactone-a) since 2014 and thomapyrin n (excedrin migraine) since 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("sometimes has couple days of spotting / spotting almost constantly / abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) -2012, 1 year 5 months after insertion of essure, the patient experienced dysuria ("urinary problems/painful urination"), bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced vitreous floaters ("floaters / floaters in vision") with visual impairment, hypersensitivity ("allergic or hypersensitivity reaction: allergic or hypersensitivity reaction.") And rash papular ("rashes or skin conditions: patches of red /rashes or skin conditions: patches of red, itchy bumps"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary incontinence, micturition urgency and blood urine present, vulvovaginal mycotic infection ("yeast infections / yeast infections / vaginosis & yeast infections (event splitted for coding)"), vaginal infection ("vaginal infections") and vaginal disorder ("vaginosis & yeast infections (event splitted for coding)"). On (B)(6) 2014, the patient experienced coital bleeding ("post intercourse bleeding"), hot flush ("hot flashes / hot flashes"), hyperhidrosis ("excessive sweating"), hypoaesthesia ("toes and fingers numb / numbness and tingling sensations in fingers and toes"), white blood cell count increased ("elevated white blood counts") and paraesthesia ("tingling in fingers and toes"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)") and dyspepsia ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problems: depression") with insomnia, fatigue and mood swings and anxiety ("anxiety / psychological or psychiatric problems: anxiety") with panic attack. On (B)(6) 2016, the patient experienced swelling ("swelling of whole body especially lower half of body. /severe swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), seizure like phenomena (seriousness criterion medically significant), furuncle (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), abdominal pain ("cramps"), muscle spasms ("horrible muscle spasms."), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) : worsened existing ibs to the point of needing medications to control ibs"), sexual dysfunction ("sexual dysfunction") with libido decreased, menstruation delayed ("miss a period / menstrual bleeding get it after 2 weeks"), bacterial vaginosis ("bacterial vaginosis") with vulvovaginal pruritus and vulvovaginal burning sensation, night sweats ("night sweats"), breast tenderness ("breast tenderness"), back pain ("lower back pain"), the first episode of irritable bowel syndrome ("ibs / gastrointestinal or digestive system condition worsening ibs") with abdominal distension, abdominal tenderness and gluten sensitivity, dysgeusia ("strange metallic taste in mouth"), migraine ("migraines /migraines / headaches"), syncope ("unexplained syncope") with dizziness, tinnitus and vertigo, skin irritation ("skin irritations") with urticaria and mass, menstrual disorder ("blood clots with period"), increased tendency to bruise ("bruise easier"), weight fluctuation ("weight fluctuations"), pyrexia ("fevers"), menorrhagia ("abnormal bleeding menorrhagia /abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches /migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: extreme fluctuation with a overall increase in weight"), pain of skin ("skin hurt to touch and felt like it was about to split open"), scar ("open sores until finally healing but leaving disgusting purple scars with holes that healed into my skin and never close."), blood disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), cardiac disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), contusion ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), coagulopathy ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), abdominal pain lower ("lower abdominal pain") and the second episode of irritable bowel syndrome ("worsened existing ibs to the point of needing medications to control ibs"). The patient was treated with bupropion (wellbutrin), citalopram, linaclotide (linzess), spironolactone, diphenhydramine hydrochloride (antihistamine allergy relief), antibiotics, tolnaftate (antifungal), citalopram hydrobromide (celexa), surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2016, single laparoscopy) and surgery (removal of various lumps and boils on (B)(6) 2013 to (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, loss of consciousness, seizure like phenomena, bacterial infection, urinary tract infection, muscle spasms, dyspareunia, sexual dysfunction, coital bleeding, menstruation delayed, vaginal haemorrhage, bacterial vaginosis, vulvovaginal mycotic infection, hot flush, night sweats, hyperhidrosis, dysgeusia, depression, anxiety, syncope, hypoaesthesia, skin irritation, menstrual disorder, increased tendency to bruise, white blood cell count increased, weight fluctuation, pyrexia, menorrhagia, hypersensitivity, dysuria, bladder disorder, dysmenorrhoea, headache, rash papular, vaginal discharge, weight increased, paraesthesia, scar, urinary tract disorder, cardiac disorder, contusion, coagulopathy, vaginal disorder, gastrointestinal disorder, dyspepsia and abdominal pain lower outcome was unknown, the furuncle, abdominal pain, breast tenderness, back pain, vitreous floaters, nausea and vaginal infection had resolved, the swelling was resolving and the migraine, pain of skin, blood disorder and the last episode of irritable bowel syndrome had not resolved. The reporter provided no causality assessment for abdominal pain, bacterial infection, furuncle, muscle spasms, seizure like phenomena, swelling and urinary tract infection with essure. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blood disorder, breast tenderness, cardiac disorder, coagulopathy, coital bleeding, contusion, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, increased tendency to bruise, loss of consciousness, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, night sweats, pain of skin, paraesthesia, pelvic pain, pyrexia, rash papular, scar, sexual dysfunction, skin irritation, syncope, urinary tract disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vitreous floaters, vulvovaginal mycotic infection, weight fluctuation, weight increased, white blood cell count increased, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. The reporter commented: information received: during placement procedure the doctor discovered plaintiff only have one fallopian tube. Checked for "false" womb and fallopian tube; neither exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Antiitch topical creams drug was used as treatment drug og rashes or skin conditions-patchy red itchy bumps. Approximate weight at the time of essure placement: (B)(6). On (B)(6) 2011, essure confirmation test(s) conducted-, type of test: contrast internal and external. Result: pin hole opening still visible but otherwise looked good. And date of result: (B)(6) 2011. What did your healthcare provider tell you about your results: on (B)(6) 2011 physician explained that the scarring was not yet complete so pregnancy was still possible. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain, vaginal discharge, low back pain, urinary tract infections, depression, anxiety, irritable bowel syndrome, pelvic pain female. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr were received. Events added from pfs- menorrhagia, allergic or hypersensitivity reaction: allergic, autoimmune disorder: developed extremely painful boils in groin and underarm areas, bladder problem, urinary problems, blood clotting disorder, dysmenorrhea (cramping), nausea, headaches, rashes or skin conditions: patches of red, vaginal discharge, increased weight gain, excessive sweating, tingling in fingers/ toes, pain of skin, vaginal infections, open sores until finally healing but leaving disgusting purple scars with holes that healed into my skin and never close, bladder or urinary problems or changes, blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising, blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising, blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / pain /persistent pain"), genital haemorrhage ("bleed so much that she feels like is bleeding to death"), autoimmune disorder ("autoimmune disorder: developed extremely painful boils in groin and underarm areas ."), loss of consciousness ("black outs"), seizure like phenomena ("at night when she is sleeping it is like she is having seizures"), furuncle ("boils on body / in groin /boils would last for months at a time from development through to oozing"), bacterial infection ("constant bacterial infections") and urinary tract infection ("uti") in a 31-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "allergic to contrast dye (previous medical history) / she has only one fallopian tube but hcp inserted it anyway.". The patient's past medical history included irritable bowel syndrome, clotting disorder, irritable bowel syndrome, migraine and pain of skin. Concurrent conditions included obesity, hearing loss since 2009, diarrhea since (B)(6) 2016 and surgery (surgery to remove lump from ear) since (B)(6) 2015. Concomitant products included hyoscyamine sulfate (levsin sl), spironolactone (aldactone-a) since 2014 and thomapyrin n (excedrin migraine) since 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("sometimes has couple days of spotting / spotting almost constantly / abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2012, 1 year 5 months after insertion of essure, the patient experienced dysuria ("urinary problems / painful urination"), bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced vitreous floaters ("floaters / floaters in vision") with visual impairment, hypersensitivity ("allergic or hypersensitivity reaction: allergic or hypersensitivity reaction, generalized allergy symptoms") and rash papular ("rashes or skin conditions: patches of red /rashes or skin conditions: patches of red, itchy bumps"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary incontinence, micturition urgency and blood urine present, the first episode of vulvovaginal mycotic infection ("yeast infections / yeast infections / vaginosis & yeast infections (event splitted for coding)"), vaginal infection ("vaginal infections") and the second episode of vulvovaginal mycotic infection ("vaginosis & yeast infections (event splitted for coding)"). On (B)(6) 2014, the patient experienced coital bleeding ("post intercourse bleeding"), hot flush ("hot flashes / hot flashes"), hyperhidrosis ("excessive sweating"), hypoaesthesia ("toes and fingers numb / numbness and tingling sensations in fingers and toes"), white blood cell count increased ("elevated white blood counts") and paraesthesia ("tingling in fingers and toes"). On 1(B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)") and dyspepsia ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problems: depression") with insomnia, fatigue and mood swings and anxiety ("anxiety / psychological or psychiatric problems: anxiety") with panic attack. On (B)(6) 2016, the patient experienced swelling ("swelling of whole body especially lower half of body. /severe swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), seizure like phenomena (seriousness criterion medically significant), furuncle (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), abdominal pain ("cramps"), muscle spasms ("horrible muscle spasms."), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) : worsened existing ibs to the point of needing medications to control ibs"), sexual dysfunction ("sexual dysfunction") with libido decreased, menstruation delayed ("miss a period / menstrual bleeding get it after 2 weeks"), bacterial vaginosis ("bacterial vaginosis") with vulvovaginal pruritus and vulvovaginal burning sensation, night sweats ("night sweats"), breast tenderness ("breast tenderness"), back pain ("lower back pain"), irritable bowel syndrome ("ibs / gastrointestinal or digestive system condition worsening ibs / worsened existing ibs to the point of needing medications to control ibs") with abdominal distension, abdominal tenderness and gluten sensitivity, dysgeusia ("strange metallic taste in mouth"), migraine ("migraines /migraines / headaches"), syncope ("unexplained syncope") with dizziness, tinnitus and vertigo, skin irritation ("skin irritations") with urticaria and mass, menstrual disorder ("blood clots with period"), the first episode of increased tendency to bruise ("bruise easier"), weight fluctuation ("weight fluctuations"), pyrexia ("fevers"), menorrhagia ("abnormal bleeding menorrhagia /abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches /migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: extreme fluctuation with a overall increase in weight"), pain of skin ("skin hurt to touch and felt like it was about to split open"), scar ("open sores until finally healing but leaving disgusting purple scars with holes that healed into my skin and never close."), blood disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), cardiac disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), the second episode of increased tendency to bruise ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), coagulopathy ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), abdominal pain lower ("lower abdominal pain"), rash ("rashes"), ocular hyperaemia ("red eyes"), eye pruritus ("itchy eyes") and contusion ("longer lasting bruising"). The patient was treated with bupropion (wellbutrin), citalopram, linaclotide (linzess), spironolactone, diphenhydramine hydrochloride (antihistamine allergy relief), antibiotics, tolnaftate (antifungal), citalopram hydrobromide (celexa), surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2016, single laparoscopy) and surgery (removal of various lumps and boils on (B)(6) 2013 . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, loss of consciousness, seizure like phenomena, bacterial infection, urinary tract infection, muscle spasms, dyspareunia, sexual dysfunction, coital bleeding, menstruation delayed, vaginal haemorrhage, bacterial vaginosis, hot flush, night sweats, hyperhidrosis, dysgeusia, depression, anxiety, syncope, hypoaesthesia, skin irritation, menstrual disorder, white blood cell count increased, weight fluctuation, pyrexia, menorrhagia, hypersensitivity, dysuria, bladder disorder, dysmenorrhoea, headache, rash papular, vaginal discharge, weight increased, paraesthesia, scar, urinary tract disorder, cardiac disorder, the last episode of increased tendency to bruise, coagulopathy, the last episode of vulvovaginal mycotic infection, gastrointestinal disorder, dyspepsia, abdominal pain lower, rash, ocular hyperaemia, eye pruritus and contusion outcome was unknown, the furuncle, abdominal pain, breast tenderness, back pain, vitreous floaters, nausea and vaginal infection had resolved, the swelling was resolving and the irritable bowel syndrome, migraine, pain of skin and blood disorder had not resolved. The reporter provided no causality assessment for abdominal pain, bacterial infection, furuncle, muscle spasms, seizure like phenomena, swelling and urinary tract infection with essure. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blood disorder, breast tenderness, cardiac disorder, coagulopathy, coital bleeding, contusion, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye pruritus, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, irritable bowel syndrome, loss of consciousness, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, night sweats, ocular hyperaemia, pain of skin, paraesthesia, pelvic pain, pyrexia, rash, rash papular, scar, sexual dysfunction, skin irritation, syncope, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, weight fluctuation, weight increased, white blood cell count increased, the first episode of increased tendency to bruise, the first episode of vulvovaginal mycotic infection, the second episode of increased tendency to bruise and the second episode of vulvovaginal mycotic infection to be related to essure. The reporter commented: information received: during placement procedure the doctor discovered plaintiff only have one fallopian tube. Checked for "false" womb and fallopian tube; neither exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Antiitch topical creams drug was used as treatment drug og rashes or skin conditions-patchy red itchy bumps. Approximate weight at the time of essure placement: 160 pounds on (B)(6) 2011, essure confirmation test(s) conducted-, type of test: contrast internal and external result: pin hole opening still visible but otherwise looked good. And date of result: (B)(6) 2011. What did your healthcare provider tell you about your results: on (B)(6) 2011 physician explained that the scarring was not yet complete so pregnancy was still possible. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain, vaginal discharge, low back pain, urinary tract infections, depression, anxiety, irritable bowel syndrome, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. New reporter added. Events rashes, red eyes, itchy eyes and longer lasting bruising added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / pain /persistent pain"), genital haemorrhage ("bleed so much that she feels like is bleeding to death"), autoimmune disorder ("autoimmune disorder: developed extremely painful boils in groin and underarm areas ."), loss of consciousness ("black outs"), seizure like phenomena ("at night when she is sleeping it is like she is having seizures"), furuncle ("boils on body / in groin /boils would last for months at a time from development through to oozing"), bacterial infection ("constant bacterial infections"), urinary tract infection ("uti/urinary tract infections") and syncope ("unexplained syncope") in a 31-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "allergic to contrast dye (previous medical history) / she has only one fallopian tube but hcp inserted it anyway.". The patient's medical history included irritable bowel syndrome, clotting disorder, irritable bowel syndrome, migraine, pain of skin, swelling nos, skin tenderness, skin fissure, gastrointestinal disorder, eyelid abrasion, acne, head injury, hematuria, leukocytosis, vomiting and allergic rhinitis. Anti-itch topical creams drug was used as treatment drug og rashes or skin conditions-patchy red itchy bumps. Approximate weight at the time of essure placement: 160 pounds on (B)(6) 2011, essure confirmation test(s) conducted. Type of test: contrast internal and external result: pin hole opening still visible but otherwise looked good. And date of result: (B)(6) 2011. What did your healthcare provider tell you about your results: on (B)(6) 2011 physician explained that the scarring was not yet complete so pregnancy was still possible. Previously administered products included for an unreported indication: baby aspirin and folic acid. Concurrent conditions included obesity, hearing loss since (B)(6) 2009, diarrhea since (B)(6) 2016, surgery (surgery to remove lump from ear) since (B)(6) 2015, perineal pain, obesity, sleep apnea, mixed hyperlipidemia, hidradenitis, amino acid metabolism disorder, edema, orthostatic hypotension, acute pyelonephritis, chills, flank pain and polycystic ovarian syndrome. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2009, hyoscyamine sulfate (levsin sl) and spironolactone (aldactone-a) since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), furuncle (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) : worsened existing ibs to the point of needing medications to control ibs"), rash papular ("rashes or skin conditions: patches of red /rashes or skin conditions: patches of red, itchy bumps") and scar ("open sores until finally healing but leaving disgusting purple scars with holes that healed into my skin and never close."). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"), 1 year 5 months after insertion of essure. In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction: allergic or hypersensitivity reaction, generalized allergy symptoms"), rash ("rashes"), ocular hyperaemia ("red eyes") and eye pruritus ("allergic or hypersensitivity reactions:itchy eyes"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("sometimes has couple days of spotting / spotting almost constantly / abnormal bleeding (vaginal/menorrhagia) (event split for coding)") and menorrhagia ("abnormal bleeding menorrhagia /abnormal bleeding (vaginal/menorrhagia) (event split for coding)"). On (B)(6) 2012, the patient experienced dysuria ("urinary problems / painful urination"). In (B)(6) 2013, the patient experienced vitreous floaters ("floaters / floaters in vision") with visual impairment. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss: extreme fluctuation with a overall increase in weight"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary incontinence, micturition urgency and blood urine present, the first episode of vulvovaginal mycotic infection ("yeast infections / yeast infections / vaginosis & yeast infections (event split for coding)"), vaginal infection ("vaginal infections") and the second episode of vulvovaginal mycotic infection ("vaginosis & yeast infections (event split for coding)"). On (B)(6) 2014, the patient experienced coital bleeding ("post intercourse bleeding"), hot flush ("hot flashes / hot flashes"), hyperhidrosis ("excessive sweating"), hypoaesthesia ("toes and fingers numb / numbness and tingling sensations in fingers and toes") and paraesthesia ("tingling in fingers and toes") and was found to have white blood cell count increased ("elevated white blood counts"). In (B)(6) 2014, the patient experienced loss of libido ("total loss of libido"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vulvovaginal pruritus and vulvovaginal burning sensation. In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs / gastrointestinal or digestive system condition worsening ibs / worsened existing ibs to the point of needing medications to control ibs") with abdominal distension, abdominal tenderness and gluten sensitivity. In (B)(6) 2015, the patient experienced depression ("depression / psychological or psychiatric problems: depression/deep depression") with insomnia, fatigue and mood swings. On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition worsening ibs (event split for coding)") and dyspepsia ("gastrointestinal or digestive system condition worsening ibs (event split for coding)"). On (B)(6) 2016, the patient experienced anxiety ("anxiety / psychological or psychiatric problems: anxiety") with panic attack. On (B)(6) 2016, the patient experienced swelling ("swelling of whole body especially lower half of body. /severe swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), seizure like phenomena (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), abdominal pain ("cramps"), muscle spasms ("horrible muscle spasms."), female sexual dysfunction ("sexual dysfunction") with libido decreased, menstruation delayed ("miss a period / menstrual bleeding get it after 2 weeks"), night sweats ("night sweats"), breast tenderness ("breast tenderness"), back pain ("lower back pain"), dysgeusia ("strange metallic taste in mouth"), migraine ("migraines /migraines / headaches"), syncope (seriousness criterion medically significant) with dizziness, tinnitus and vertigo, skin irritation ("skin irritations") with urticaria and mass, menstrual disorder ("blood clots with period"), the first episode of increased tendency to bruise ("bruise easier\easier and longer lasting bruising"), weight fluctuation ("weight fluctuations"), pyrexia ("fevers"), headache ("headaches /migraines / headaches"), nausea ("nausea"), pain of skin ("skin hurt to touch and felt like it was about to split open"), the second episode of increased tendency to bruise ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event split for coding)"), coagulopathy ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event split for coding)"), abdominal pain lower ("lower abdominal pain") and contusion ("longer lasting bruising"). The patient was treated with antibiotics, antifungals, bupropion hydrochloride (wellbutrin), citalopram, citalopram hydrobromide (celexa), diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), spironolactone and surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2016, single laparoscopy and removal of various lumps and boils on (B)(6) 2013 to (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, autoimmune disorder, loss of consciousness, seizure like phenomena, bacterial infection, urinary tract infection, muscle spasms, dyspareunia, female sexual dysfunction, coital bleeding, menstruation delayed, vaginal haemorrhage, bacterial vaginosis, hot flush, night sweats, hyperhidrosis, dysgeusia, depression, anxiety, syncope, hypoaesthesia, skin irritation, menstrual disorder, white blood cell count increased, weight fluctuation, pyrexia, menorrhagia, dysuria, bladder disorder, dysmenorrhoea, headache, rash papular, vaginal discharge, weight increased, paraesthesia, scar, urinary tract disorder, the last episode of increased tendency to bruise, coagulopathy, the last episode of vulvovaginal mycotic infection, gastrointestinal disorder, dyspepsia, abdominal pain lower, contusion and loss of libido outcome was unknown, the furuncle, abdominal pain, breast tenderness, back pain, vitreous floaters, hypersensitivity, nausea, vaginal infection, rash, ocular hyperaemia and eye pruritus had resolved, the swelling was resolving and the irritable bowel syndrome, migraine and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain, bacterial infection, furuncle, muscle spasms, seizure like phenomena, swelling and urinary tract infection with essure. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, breast tenderness, coagulopathy, coital bleeding, contusion, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye pruritus, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, irritable bowel syndrome, loss of consciousness, loss of libido, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, night sweats, ocular hyperaemia, pain of skin, paraesthesia, pelvic pain, pyrexia, rash, rash papular, scar, skin irritation, syncope, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, weight fluctuation, weight increased, white blood cell count increased, the first episode of increased tendency to bruise, the first episode of vulvovaginal mycotic infection, the second episode of increased tendency to bruise and the second episode of vulvovaginal mycotic infection to be related to essure. The reporter commented: information received: during placement procedure the doctor discovered plaintiff only have one fallopian tube. Checked for "false" womb and fallopian tube; neither exist. Discrepancy noted in dates of insertion- (B)(6) 2011, (B)(6) 2011. The right tube had 2 coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) the essure device on the right side was properly placed. The cavity was somewhat displaced to the right. There was no spill or fill from this side. Pathology test - on (B)(6) 2016: right fallopian tube, portion of, with essure, excision benign fallopian tube with fibrosis. Coiled wire consistent with essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain, vaginal discharge, low back pain, urinary tract infections, depression, anxiety, irritable bowel syndrome, pelvic pain female, headaches, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs and mr received. Reporter information were updated. Medical history, historical drug and lab data were added. Event verbatim were updated as uti/urinary tract infection, depression / psychological or psychiatric problems: depression/deep depression. Event : total loss of libido were added. Outcome of the event rashes, red eyes, itchy eyes and generalized allergy symptoms were updated. Event sexual dysfunction updated to female sexual dysfunction. Event blood or heart disorder/condition replaced with worsening of existing clotting disorder symptoms: easier and longer lasting bruising. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / pain /persistent pain"), genital haemorrhage ("bleed so much that she feels like is bleeding to death"), autoimmune disorder ("autoimmune disorder: developed extremely painful boils in groin and underarm areas ."), loss of consciousness ("black outs"), seizure like phenomena ("at night when she is sleeping it is like she is having seizures"), furuncle ("boils on body / in groin /boils would last for months at a time from development through to oozing"), bacterial infection ("constant bacterial infections") and urinary tract infection ("uti") in a 31-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "allergic to contrast dye (previous medical history) / she has only one fallopian tube but hcp inserted it anyway.". The patient's past medical history included irritable bowel syndrome, clotting disorder, irritable bowel syndrome, migraine and pain of skin. Concurrent conditions included obesity, hearing loss since 2009, diarrhea since (B)(6) 2016 and surgery (surgery to remove lump from ear) since (B)(6) 2015. Concomitant products included hyoscyamine sulfate (levsin sl), spironolactone (aldactone-a) since 2014 and thomapyrin n (excedrin migraine) since 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("sometimes has couple days of spotting / spotting almost constantly / abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2012, 1 year 5 months after insertion of essure, the patient experienced dysuria ("urinary problems / painful urination"), bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced vitreous floaters ("floaters / floaters in vision") with visual impairment, hypersensitivity ("allergic or hypersensitivity reaction: allergic or hypersensitivity reaction.") And rash papular ("rashes or skin conditions: patches of red /rashes or skin conditions: patches of red, itchy bumps"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary incontinence, micturition urgency and blood urine present, the first episode of vulvovaginal mycotic infection ("yeast infections / yeast infections / vaginosis & yeast infections (event splitted for coding)"), vaginal infection ("vaginal infections") and the second episode of vulvovaginal mycotic infection ("vaginosis & yeast infections (event splitted for coding)"). On (B)(6) 2014, the patient experienced coital bleeding ("post intercourse bleeding"), hot flush ("hot flashes / hot flashes"), hyperhidrosis ("excessive sweating"), hypoaesthesia ("toes and fingers numb / numbness and tingling sensations in fingers and toes"), white blood cell count increased ("elevated white blood counts") and paraesthesia ("tingling in fingers and toes"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)") and dyspepsia ("gastrointestinal or digestive system condition worsening ibs (event splitted for coding)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problems: depression") with insomnia, fatigue and mood swings and anxiety ("anxiety / psychological or psychiatric problems: anxiety") with panic attack. On (B)(6) 2016, the patient experienced swelling ("swelling of whole body especially lower half of body. /severe swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), seizure like phenomena (seriousness criterion medically significant), furuncle (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), abdominal pain ("cramps"), muscle spasms ("horrible muscle spasms."), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) : worsened existing ibs to the point of needing medications to control ibs"), sexual dysfunction ("sexual dysfunction") with libido decreased, menstruation delayed ("miss a period / menstrual bleeding get it after 2 weeks"), bacterial vaginosis ("bacterial vaginosis") with vulvovaginal pruritus and vulvovaginal burning sensation, night sweats ("night sweats"), breast tenderness ("breast tenderness"), back pain ("lower back pain"), the first episode of irritable bowel syndrome ("ibs / gastrointestinal or digestive system condition worsening ibs") with abdominal distension, abdominal tenderness and gluten sensitivity, dysgeusia ("strange metallic taste in mouth"), migraine ("migraines /migraines / headaches"), syncope ("unexplained syncope") with dizziness, tinnitus and vertigo, skin irritation ("skin irritations") with urticaria and mass, menstrual disorder ("blood clots with period"), the first episode of increased tendency to bruise ("bruise easier"), weight fluctuation ("weight fluctuations"), pyrexia ("fevers"), menorrhagia ("abnormal bleeding menorrhagia /abnormal bleeding (vaginal/menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches /migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: extreme fluctuation with a overall increase in weight"), pain of skin ("skin hurt to touch and felt like it was about to split open"), scar ("open sores until finally healing but leaving disgusting purple scars with holes that healed into my skin and never close."), blood disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), cardiac disorder ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), the second episode of increased tendency to bruise ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), coagulopathy ("blood or heart disorder/condition: worsening of existing clotting disorder symptoms: easier and longer lasting bruising(event splitted for coding)"), abdominal pain lower ("lower abdominal pain") and the second episode of irritable bowel syndrome ("worsened existing ibs to the point of needing medications to control ibs"). The patient was treated with bupropion (wellbutrin), citalopram, linaclotide (linzess), spironolactone, diphenhydramine hydrochloride (antihistamine allergy relief), antibiotics, tolnaftate (antifungal), citalopram hydrobromide (celexa), surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2016, single laparoscopy) and surgery (removal of various lumps and boils on (B)(6) 2013 to (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, loss of consciousness, seizure like phenomena, bacterial infection, urinary tract infection, muscle spasms, dyspareunia, sexual dysfunction, coital bleeding, menstruation delayed, vaginal haemorrhage, bacterial vaginosis, hot flush, night sweats, hyperhidrosis, dysgeusia, depression, anxiety, syncope, hypoaesthesia, skin irritation, menstrual disorder, white blood cell count increased, weight fluctuation, pyrexia, menorrhagia, hypersensitivity, dysuria, bladder disorder, dysmenorrhoea, headache, rash papular, vaginal discharge, weight increased, paraesthesia, scar, urinary tract disorder, cardiac disorder, the last episode of increased tendency to bruise, coagulopathy, the last episode of vulvovaginal mycotic infection, gastrointestinal disorder, dyspepsia and abdominal pain lower outcome was unknown, the furuncle, abdominal pain, breast tenderness, back pain, vitreous floaters, nausea and vaginal infection had resolved, the swelling was resolving and the migraine, pain of skin, blood disorder and the last episode of irritable bowel syndrome had not resolved. The reporter provided no causality assessment for abdominal pain, bacterial infection, furuncle, muscle spasms, seizure like phenomena, swelling and urinary tract infection with essure. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blood disorder, breast tenderness, cardiac disorder, coagulopathy, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, loss of consciousness, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, night sweats, pain of skin, paraesthesia, pelvic pain, pyrexia, rash papular, scar, sexual dysfunction, skin irritation, syncope, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, weight fluctuation, weight increased, white blood cell count increased, the first episode of increased tendency to bruise, the first episode of irritable bowel syndrome, the first episode of vulvovaginal mycotic infection, the second episode of increased tendency to bruise, the second episode of irritable bowel syndrome and the second episode of vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: information received: during placement procedure the doctor discovered plaintiff only have one fallopian tube. Checked for "false" womb and fallopian tube; neither exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Antiitch topical creams drug was used as treatment drug og rashes or skin conditions-patchy red itchy bumps. Approximate weight at the time of essure placement: 160 pounds. On (B)(6) 2011, essure confirmation test(s) conducted-, type of test: contrast internal and external result: pin hole opening still visible but otherwise loo.ked good. And date of result: (B)(6) 2011. What did your healthcare provider tell you about your results: on (B)(6) 2011 physician explained that the scarring was not yet complete so pregnancy was still possible. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain, vaginal discharge, low back pain, urinary tract infections, depression, anxiety, irritable bowel syndrome, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.